Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the recipient experienced pain and non-auditory sensations following a traumatic head injury that caused magnet dislodgement. Subsequently, the device was explanted (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.